Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry could not be established with the cardiac resynchronization therapy defibrillator (crt-d), the device could not be interrogated, the device was not pacing, and the device did not respond to magnet application. Premature battery depletion was suspected as the device had an estimated four years remaining longevity approximately one year prior. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The returned device indicated shorting/low impedance in an integrated circuit. Hybrid analysis determined that the no-telemetry/no-output condition was due to a severely depleted battery. The high system current drain condition was caused by a resistive short in the radio frequency module. This was demonstrated through thermal emissions, digital test failures, and a confirmed electrical short. If information is provided in the future, a supplemental report will be issued.